Event description:
The customer reported that the system cut off in the middle of a case and when they tried to reboot, the system displayed an error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the device. The system was tested and found to be working as intended and put back in service.